Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a pd patient's pd treatment. Draining slowly message occurred in drain 1 of 3. The message occurred eleven times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the valve and both pumps - according to the nurse the solution was pouring from inside the cassette door - maybe one cup or less. There were notice: draining slowly messages prior to leak. The nurse had already discarded the tubing set being used. The cycler is available to return for investigation. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient was put on prophylactic antibiotics as a precautionary treatment. The patient has resumed training with no further issues. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a pd patient's pd treatment. Draining slowly message occurred in drain 1 of 3. The message occurred eleven times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the valve and both pumps - according to the nurse the solution was pouring from inside the cassette door - maybe one cup or less. There were notice: draining slowly messages prior to leak. The nurse had already discarded the tubing set being used. The cycler is available to return for investigation. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient was put on prophylactic antibiotics as a precautionary treatment. The patient has resumed training with no further issues. The cycler is available to return.